Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons non-functional) has been confirmed. As received, the monitor had failed incoming functionality testing. Upon evaluation, the monitor belt receptacle was broken off, damaging the case where the belt receptacle attaches. Additionally, the response buttons do not activate the device and the front response button was missing. The cause of the reported failure is excessive force placed at the receptacle. The cause of the response buttons failure was physical damage. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the response buttons were non-functional.